Event description:
On (B)(6) 2010, a miniarc sling system was implanted to treat stress urinary incontinence. Plaintiff's attorney alleges, "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. Also alleged, "plaintiff continues to suffer from back pain, incontinence, infections, odor, a recurring feeling of pressure and/or fullness, and difficulty with bowel movements. Additionally, she has experienced chronic cystitis."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.